Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received a shock from their implantable cardioverter defibrillator (ICD). Follow-up was attempted to determine whether the shock was appropriate or not; however, no additional information could be obtained. The device was reprogrammed and remains in use. The patient is a participant in the world-wide randomized antibiotic envelope infection prevention trial clinical study. No further patient complications have been reported as a result of this event.